Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic forceps tip could not be opened when tested prior to surgery. An alternate forceps was obtained in order to begin and perform the procedure. There was no patient contact with the unsatisfactory forceps therefore, no patient impact associated with this report.

Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the junction between the cannula and the sleeve tube was broken. Therefore, the cannula blocked the forceps and it could not be opened again. The device history record for the affected lot was reviewed. It was discovered that a lot has been reworked. In this work, all instruments of this lot were re-glued. The product was released according to acceptance criteria. A 100% final inspection is performed for this product. A deviation was opened for two complaints with the same lot number. In (B)(4) it was investigated and confirmed that the reworking process was performed well. Glue residuals were found on the cannula confirming that the tip tube assembly was performed according to the production process. The location of the glue also indicates that the additional glue process based on the sa-0213 was performed as well. Gluing according to sa-0213 is performed since few junctions between cannula and sleeve tube failed in production. It has been demonstrated that an additional gluing process according to sa-0213 fixes the tube stronger in the sleeve tube (see (B)(4)). Why the additional gluing process did not avoid the failure cannot be determined anymore. Nevertheless, a manipulation of the instrument during the surgery, like bending inside of a trocar, can lead to high forces on the junction between cannula and sleeve tube. It cannot be excluded that such a force was applied to the instrument. Therefore, the root cause of the failure cannot be determined anymore. Gluing the junction between the cannula and sleeve tube is now performed with an improved process. This process was implemented under change cc-pr136555. The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event in item nr. 1.01a and 1.01e. With this case, the likelihood of occurrence of the hazard, that may cause a patient harm, is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).